Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported head set is leaky. Caller stated the self-adhesive is also wet. Caller reported there are no health concerns. No adverse event reported. Requested return of the alleged infusion set for evaluation. Additional information was provided by the customer than indicates that a reportable event had not actually occurred. "Customer only alleged wet self-adhesive and no leakage and no alert/error is missing."

Event description:
Caller reported head set is leaky. Caller stated the self-adhesive is also wet. Caller reported there are no health concerns. No adverse event reported. Requested return of the alleged infusion set for evaluation.